Event description:
The pt had been experiencing an increase in seizures since being accidentally shocked by a car battery in november 2002. The increase in seizures was reported as being above the pt's pre-vns baseline frequency. The pt was seen in the emergency room in 2002 for an episode of status epilepticus. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Further follow up with physician revealed that the pt had a history of status epilepticus and that the pt's seizure types had not changed since vns implant. The pt reportedly had not had an episode of status since vns implant, where pre-vns they averaged an episode of status every six months. Physician indicated that with vns implant, the pt's seizures are less severe and shorter. The pt has been seen for follow-up twice since hospitalization for status and has been seizure-free since that time.